Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) troubleshot the issue with drawer not being detected on the bus. The fse re-seated the row board cables and also re-seated the retractor bands for both drawer 1.1 and 1.2. After testing the drawers, it was verified that all functions were working properly. The customer tested the drawers and confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.